Event description:
Boston scientific received information that upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d), a fault code was given indicating a possible device malfunction, and it was determined the device had reached storage mode due to battery depletion. There was no allegation of premature battery depletion by the physician, however the device did not meet estimated nominal longevity, as the device had only been implanted for 3 years. It was noted the patient was in poor health, and the device may not be replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.